Manufacturer narrative:
The device was not returned for analysis, as the coil was implanted and the pushwire was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of a basilar top aneurysm (unruptured), the coil was alleged to have failed to be detached with the instant detacher. The coil was then attempted to be detached by manual method. The delivery wire was then retrieved; however, the coil was still attached and was dragged out from the aneurysm and detached in the catheter. The coil was pushed into the aneurysm with the synchro 14 wire. The instant detacher was used 2 times. Manual was done once. The aneurysm was saccular, with a max diameter of 4.5mm and 3.2mm neck diameter. The blood flow was normal, and the anatomy was moderate in tortuosity. The device and the ancillary devices were all used per the IFU.